Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair procedure, the physician deployed t1 of 1st 'fast fix 360' successfully and as he was positioning the t2 implant, it came out so he had to cut the t1 and removed the 1st fast fix 360, t2 of the device was removed with suture graspers (case-(B)(4)). He then proceed with 2nd 'fast fix 360', he deployed t1, but as he retrieved the delivery needle, t1 came out together (case-(B)(4)). This resulted in a non-significant surgical delay. The procedure was successfully completed applying a change in surgical technique (meniscectomy) and no further complications were reported.

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.